Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, dealers noticed the rep that there was a complaint with leakage from top of septum in the department, then bd representatives went to communicate as follows: (blood leakage was serious, which affected to paste a sticker next ), the operator had no choice but to remove the needle, and punctured a new needle.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, dealers noticed the rep that there was a complaint with leakage from top of septum in the department, then bd representatives went to communicate as follows: (blood leakage was serious, which affected to paste a sticker next), the operator had no choice but to remove the needle, and punctured a new needle.